Event description:
During dialysis treatment, the machine alarmed and it was found that the venous pt connector on bloodline disconnected from bard subclavian catheter. The nurse administering treatment could not reconnect the bloodline. Pt's blood was returned and a new venous line was set up. Estimated blood loss was 100cc. Vancomycin was administered. Initial inspection found the dimensions of the luer connector to be within spec.